Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display and that battery out limit alarms had occurred over the past two weeks. The customer did not recall the blood glucose reading. The insulin pump had not been dropped and showed no signs of physical damage. The contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and stated that the display did not return. The customer was advised to clean the battery cap and insert a new battery and the display did return. The insulin pump passed the self test. The customer was advised to monitor the insulin pump.